Manufacturer narrative:
Qn# (B)(4).

Event description:
During the first attempt at guidewire insertion, the guidewire broke and was left in the patient requiring surgical intervention (captured in report# 3006425876-2022-00524). A second attempt was made at guidewire insertion and the guidewire kinked. No medical intervention required for the second guidewire. The cvc insertion was not completed. The patient was reported to be resting and was later transferred to another hospital.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
During the first attempt at guidewire insertion, the guidewire broke and was left in the patient requiring surgical intervention (captured in report# 3006425876-2022-00524). A second attempt was made at guidewire insertion and the guidewire kinked. No medical intervention required for the second guidewire. The cvc insertion was not completed. The patient was reported to be resting and was later transferred to another hospital.